Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an infusion of etoposide, vincristine and doxorubicin was almost completed there was leaking of medication onto the patient. The intended order was ds-epoch-r such that on day 1 ((B)(6)) the patient received rituximab for 24 hours. Then on day 2 ((B)(6)) the etoposide, vincristine and doxorubicin was intended to run for 24 hours through the same line as well. It is unknown how much of the infusion was left in the bag when the leak occurred. There was no report of patient harm.

Manufacturer narrative:
Concomitant medical products: (B)(4); 2300e-0500; (2) non bd adapters; 500ml b.braun bag ndc (B)(4) lot number j8d042 exp 10/20 etoposide and doxorubicin; therapy date (B)(6) 2018. The customer¿s report of a tubing leak discovered near the conclusion of a 21.75 hour chemotherapy infusion was confirmed and replicated. Functional testing was performed; a leak was observed from the upper vent hole of the filter. Magnified inspection of the leaking component revealed a long wrinkle in the surface of the filter membrane, indicative of oversaturation. The root cause of the leak was an oversaturation of the filter.

Event description:
The customer reported that an ivpb infusion of etoposide 90 mg/ vincristine 0.71mg/doxorubicin 18mg in 485.79 nacl with a rate of 23ml/hr for 21 hours and 45 mins was almost completed when there was leaking of medication onto the patient. The intended order was ds-epoch-r such that on day 1 (5/18) the patient received rituximab for 24 hours. Then on day 2 (5/19) the etoposide, vincristine and doxorubicin through the same line. It is unknown how much of the infusion was left in the bag when the leak occurred. There was no report of patient harm.